Event description:
Screw breakage at l4/l5.

Manufacturer narrative:
The revision surgery will be in (B)(6) 2014. As soon as we get the implants, we will known the lot number and make a technical investigation. If the implants are not returned, than an investigation will be made based on samples from different lots. A f/u 3500a will be submitted.